Manufacturer narrative:
Other relevant device(s) are product ID: 3889-28, lot# va0hh5u, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0hh5u, ubd: 21-mar-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they turned the ins off because it was causing more problems than it was helping and that they felt like they were getting uti. Patient also reported that they thought they pulled a lead wires after a fall. Patient was redirected to follow up with health care provider in regard to taking the ins and lead out so that they can have MRI. No further complications were noted or anticipated.

Manufacturer narrative:
Device code (B)(4) is no longer apply to this event so review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received.